Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 270cc saline catalog: 3503270 lot: 5837056 sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old caucasian female patient underwent primary breast augmentation with mentor smooth round high profile 270cc saline breast prostheses. Deflation of the right breast prosthesis was identified. As a result, the patient underwent unilateral removal and replacement with mentor memorygel breast implant 375cc gel breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Yellow and red material was observed within the device. During initial evaluation a crease was observed on the anterior and extending to posterior aspect. In addition, a rent was discovered within the crease on the posterior aspect, measuring approximately 0.5 cm. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 5694146 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient underwent bilateral removal and replacement with (right) mentor memorygel breast implant 350cc gel catalog: 3503504bc lot: 7279230 sn: (B)(4) and (left) mentor memorygel breast implant 350cc gel catalog: 3503504bc lot: 7006729 sn: (B)(4). On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).